Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in reservoir. Customer's blood glucose was unknown. Customer was advised that the reservoir will be replaced. Customer agreed to return the reservoir for analysis.